Manufacturer narrative:
This MDR is being submitted due to the reported usual drainage and subsequent bacterial infection after initial placement of the acell device. The device was explanted, however, it is not available for evaluation. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with acell's operating procedures and federal, state, and local laws and regulations. There were no reports of device failure at the time of initial surgery.

Event description:
On (B)(6) 2018, acell, inc. Became aware that a patient had unusual drainage after an open retrorectus repair with transversus abdominis (tar) release with an acell device on (B)(6) 2018. The patient had normal drainage post operatively for 3 days. A CT scan was done on (B)(6) 2018, which was normal and the surgical drains were removed. There was a sudden appearance of dark, odorous, stool like drainage on (B)(6) 2018. Upon exploration of the drainage site, the device, muscle and periosteum were found to be bathed in a puss like material. The drainage was cultured and was positive for enterococcus avium. The patient has no other history of this bacterium. The device was explanted on (B)(6) 2018. The patient is doing fine and undergoing the following treatment every other day: abdominal lavage, I&d, vicryl covering, and npwt (abthera). All acell devices are terminally sterilized prior to distribution.